Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodgement and extrusion of the internal magnet through the skinflap. Revision surgery is not planned as of the date of this report, (B)(6) 2015.